Manufacturer narrative:
The insulin pump had missing segments due to a cracked connector. The back light functioned properly. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer called to report difficulty with reading the text on the display screen. Blood glucose reading was unknown at the time of the call. The customer stated the light on the insulin pump was working and that the issue is with the text being too light to read. Customer stated that the insulin pump wasn't bumped or dropped. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).